Event description:
The customer called and reported the insulin pump was immersed in water and there was moisture under the screen. The customer's blood glucose was 192 mg/dl. The pump was beeping and the screen became frozen. The customer changed the battery twice and received a battery out limit alarm. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No battery out limit alarm could be confirmed due to an unresponsive keypad. The insulin pump was received with moisture damage on the liquid crystal display board and a cracked reservoir tube lip.